Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and download history shows no activity outside normal use. The complaint could not be confirmed or duplicated. The pump powers on appropriately with functional auditory and vibratory features and normal display screen. There was no defect found on investigation.

Event description:
On (B)(6) 2013, the distributor contacted animas and reported no power to the pump. The display screen was reportedly blank with no audible tones/vibration. It was noted upon battery insertion, the pump emitted a sound. There was no reported adverse event associated with this complaint. This complaint is being reported due to an allegation there may have been an intermittent power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).